Manufacturer narrative:
Suspect medical device: pump: (B)(4), batch/lot # 478876003, exp date 01/09/2012. Balloon: (B)(4), batch/lot # 477036012, exp date 12/14/2011.

Event description:
It was reported that the patient's ams800 artificial urinary sphincter (aus) device was removed due to atrophy. The system worked well and was intact when the doctor removed it. Another aus device consisting of a 3.5cm cuff, 61cm prb and control pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's ams800 artificial urinary sphincter (aus) device was removed due to atrophy and recurring incontinence. The system worked well and was intact when the doctor removed it. Another aus device consisting of a 3.5cm cuff, 61cm prb and control pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Suspect medical device: pump, gtin # 00878953000688, upn# 72400098, batch/lot # 478876003, exp date 01/09/2012. Balloon, gtin # 00878953000626, upn# 72400024, batch/lot # 477036012, exp date 12/14/2011.